Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 75 mm in length thoracic aortic dissection. It was reported that the patient was in for a routine follow up. The proximal dilation of the transverse arch resulted in a distal migration of the proximal valiant stent graft. The patient was treated with a proximal and distal extension, resolving the event. The physician also performed an lca-lca bypass with proximal distal extension to the celiac artery. The physician stated that the cause of the event is due to anatomy; the ascending aortic dilation at the innominate artery. There was slight retrograde profusion of distal false lumen between the stent graft and celiac artery origin. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film review and analysis: review of 2 still 3-d images post-implant confirmed that the valiant was positioned just distal to the lcca. There was thoracic dilatation noted at the proximal margin of the stent graft. At the distal end of the stent graft a dissection flap was observed along the distal 4 stents as well as distal to the stent graft. There may be retrograde perfusion at this location however this could not be confirmed on the images. No scale was seen on the films therefore no measurement could be recorded. No other obvious stent graft issues were observed. The cause of the reported migration could not be determined from the limited images provided. Earlier post-implant films were not available for review, and the amount of migration could not be determined. It is possible that the migration was caused by disease progression; thoracic dilatation. The cause of the retrograde perfusion could not be determined. The amount of stent graft coverage of the dissection at implant was not provided. This may have been related to the pre-existing patient condition; thoracic dissection.

Manufacturer narrative:
(B)(4).